Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿ there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported by the customer that during use the unspecified bd pen needle gave customer problems with pen needles. The following information was provided by the initial reporter: "material no: unknown. Batch no: unknown. It was reported by the customer he's having problems with pen needles. Received voicemail from consumer stating he's having problems with pen needles. Requested call back.xx"

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported by the customer that during use the unspecified bd pen needle gave customer problems with pen needles. The following information was provided by the initial reporter: "material no: unknown, batch no: unknown. It was reported by the customer he's having problems with pen needles. Verbatim: received voicemail from consumer stating he's having problems with pen needles. Requested call back.xx".